Event description:
Complainant alleged that the clinician was attempting to defibrillate a pt (age and gender unknown) who had coded, but the device failed to discharge. The clinician was using a multi-function cable and electrode with the device when the event occurred. The pt subsequently expired, but the complainant indicated that the pt outcome was not as result of the reported malfunction. The facility's biomedical engineering department was unable to duplicate the reported malfunction.